Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had continuous elevated blood glucose (bg approximately 400 mg/dl). Customer alleged the efficacy of the pump supplies ¿appears to drop¿ on the second day of use as bg was unaffected when a bolus was delivered, but a comparable amount of insulin administered via syringe was effective. To address bg, insulin injection was administered and the pump supplies were changed. As the events had occurred in the past, cause could not be determined.